Event description:
The holster supplied with the conmed pencil, 130309, are melting after using the pencil and then inserting it in the holster. The blade melts through the bottom of the holster, dimpled portion. The dr's procedures are long procedures. The or supv said this only happens on this dr's cases. There are eleven holsters.